Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 the patient experienced a blood glucose of 53mg/dl with severe dizziness, and unsteadiness when standing and walking, associated with an alleged time and date reset issue. Reportedly, the patient remained on the pump and self treated with food and drink. During troubleshooting with customer technical support, the reporter stated that the patient¿s blood glucose was low due to the time being set incorrectly on the pump. The patient¿s healthcare provider noticed that the time was set incorrectly at a visit on (B)(6) 2017. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.